Event description:
It was reported a motor stall was confirmed with no motor stall recovery recorded. The patient confirmed hearing an alarm. The pump event logs show the motor stall occurred on (B)(6) 2015, followed by a tube set message on (B)(6) 2015. There was no MRI associated with the motor stall. The patient experienced increased pain. It was noted that the patient lost their oral pain medication. The pump was used to deliver morphine (unknown). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l47000, implanted: (B)(6)1999, product type: catheter. (B)(4).